Event description:
The customer originally reported that during a low anterior resection, the knife blade was noted as being dull and became misaligned. The surgeon opened another device and completed the procedure with no further complications. There was no pt injury. The device was returned for evaluation with the knife protruding from the jaws.

Manufacturer narrative:
(B)(4). The device was returned with tissue in-between the jaws and the jaws were stuck shut. The knife was protruding from the jaws and the knife webbing was bent. The knife edge was not damaged. This failure mode has been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp has implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These corrective actions have greatly reduced reports of this type.